Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector and displaced o-ring gasket on power port one (1). An internal inspection of the controller did not reveal foreign material. This issue is currently being investigated by the manufacturer. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the manufacturer. Complaint is not foreign.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that patient came to clinic on (B)(6) 2016 and noted that power port #1 had a loose connection. The patient reported that his batteries or ac adapter wouldn't stayed connected securely. This was verified by the vad coordinator in clinic. No overt damage to the controller was reported or noted. No alarms were noted by the patient or coordinator. An elective controller exchange was performed. It was tolerated well by the patient with minimal pump off time. The patient was issued a new primary controller ((B)(4)). Patient tolerated an elective controller exchange in the clinic. Controller was exchanged and no consequences to the patient. Investigation is ongoing.